Event description:
Patient representative reported a right side "shoulder and neck pain, joint pain and inflammation, as well as severe breast deformation and hardening." Later patient diagnosed with capsular contracture baker grade IV with pain and shape distortion, rupture. During explant surgery a "device rupture and massive gel bleed, intraoperatively." Provided pathology report: capsular contracture, no evidence of leakage, no evidence of malignancy. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV, and gel bleed.